Manufacturer narrative:
Other product or product use issues identified: medical device monitoring error "protocols were not always followed by the doctors, by the gynecologists and by the surgeons". The reporter commented: many women experienced pain and suffering. The 860 of them are directly concerned by this problem. In (B)(6), another patient (see linked case (B)(4) stated she was stunned to see, in the petition collecting 45,000 signatures, that women described the same symptoms as she. Most recent follow-up information incorporated above includes: on (B)(6) 2017: it was reported that woman had the inserts removed due to unbearable pain and near-paralysis of the face. Protocols were not always followed by the doctors, by the gynecologists and by the surgeons. On (B)(6) 2017: in (B)(6), another patient (see related case (B)(4) said she was stunned to see in the petition collecting 45,000 signatures, that women described the same symptoms as she (her symptoms additionally to here previously reported events (pelvic and back pain, fatigue, myalgia) included: allergy to metals, dysmenorrhoea, metabolic myopathy, urinary tract infection, monoplegia, syncope, bronchitis, tachycardia, respiratory disorder, asthma, hypersomnia, presyncope, migraine, and pruritus) company causality comment: this spontaneous case report refers to an unknown number of female consumers who had essure (fallopian tube occlusion insert) inserted and experienced uterus perforation, perforation of organs, pain/incapacitating pain/pelvic pain, cancers, unusual abnormal, disabling and crushing fatigue, strokes, paralysis and monoplegia. An unknown number of women had the device removed. Uterus perforation and pelvic pain are anticipated events in the reference safety information for essure, the remaining events (including perforation of organs) are unanticipated. Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. Pelvic pain may also occur. In this particular case, the exact time point and mechanism of these perforations are unknown. However, based on the nature of this event, causality with essure cannot be excluded. Reporter did not specify which organs were perforated other than the uterus (if any) or the mechanism and circumstances of the event. Despite the limited information, given the nature of the event perforation of organs, causality with essure cannot be excluded. With regards to the other events, considering their pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident due to serious injury reported, and as device removal was performed in some women. Additionally, several non-serious events were reported. A product quality defect could not be confirmed, but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information cannot be obtained from the reporter.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus perforation"), perforation ("perforation of organs"), device breakage ("coils breakage"), device dislocation ("migration of the coils in the body"), pelvic pain ("pain/ incapacitating pain/ pelvic pain (same symptom as other patient)"), surgical procedure repeated ("second intervention required"), neoplasm malignant ("cancers"), cerebrovascular accident ("women who explained having had strokes"), facial paralysis ("women who explained having had paralysis of face"), fatigue ("unusual abnormal, disabling and crushing fatigue (same symptom as patient i.e)/ chronic fatigue"), paralysis ("women who explained having had paralysis") and monoplegia ("same symptoms as other patient (monoplegia)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "protocols were not always followed by the doctors, by the gynecologists and by the surgeons". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), fatigue (seriousness criterion disability), paralysis (seriousness criterion medically significant), monoplegia (seriousness criterion medically significant), depression ("depression"), abdominal pain ("abdominal pain"), myalgia ("muscle pain (same symptom as patient i.e)"), arthralgia ("joint pain"), adverse reaction ("serious side effects, a resist study conducted among its members showed that for 99.5% of them, adverse effects disappeared (association estimated 10% of patients suffer side effects related to essure device)"), headache ("cephalalgia"), menorrhagia ("haemorrhagic menstrual bleeding"), palpitations ("palpitations"), back pain ("back pain (same symptom as patient i.e)"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), nervous system disorder ("neurological disorders"), muscular weakness ("muscle weakness"), hypersensitivity ("allergic reactions"), lung disorder ("lung problems"), speech disorder ("speech problems"), visual impairment ("visual problems"), amnesia ("memory losses"), complication of device insertion ("insertion events"), endocrine disorder ("endocrinological symptoms"), gastrointestinal disorder ("gastroenterological symptoms"), allergy to metals ("same symptoms as other patient (allergy to metals)"), pruritus ("same symptoms as other patient (pruritus)"), metabolic myopathy ("same symptoms as patient i.e (metabolic myopathy)"), urinary tract infection ("same symptoms as other patient (urinary tract infection)"), dysmenorrhoea ("same symptoms as other patient (dysmenorrhea)"), syncope ("same symptoms as other patient (syncope)"), presyncope ("same symptoms as other patient (presyncope)"), tachycardia ("same symptoms as other patient (tachycardia)"), bronchitis ("same symptoms as other patient (bronchitis)"), respiratory disorder ("same symptoms as other patient (respiratory disorder)"), asthma ("same symptoms as other patient (asthma)"), migraine ("same symptoms as other patient (migraine)"), hypersomnia ("same symptoms as other patient (hypersomnia)"), fallopian tube disorder ("tubal complications"), uterine disorder ("uterine complications"), disturbance in attention ("problem concentrating"), rash pruritic ("skin problems such as rashes or itchy plaques"), sleep disorder ("sleep distrubances"), weight increased ("weight gain"), mineral deficiency ("minerals deficiency"), anxiety ("anxiety") and insomnia ("insomnia"). The patient was treated with surgery (women who had the device removed) and surgery (woman had the inserts removed). Essure was removed. At the time of the report, the uterine perforation, perforation, device breakage, device dislocation, pelvic pain, surgical procedure repeated, neoplasm malignant, cerebrovascular accident, facial paralysis, fatigue, paralysis, monoplegia, depression, abdominal pain, myalgia, arthralgia, adverse reaction, headache, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder, gastrointestinal disorder, allergy to metals, pruritus, metabolic myopathy, urinary tract infection, dysmenorrhoea, syncope, presyncope, tachycardia, bronchitis, respiratory disorder, asthma, migraine, hypersomnia, fallopian tube disorder, uterine disorder, disturbance in attention, rash pruritic, sleep disorder, weight increased, mineral deficiency, anxiety and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain, adverse reaction, device breakage, device dislocation and headache with essure. The reporter considered allergy to metals, amnesia, anxiety, arthralgia, asthma, back pain, bronchitis, cerebrovascular accident, complication of device insertion, depression, disturbance in attention, dysmenorrhoea, ear disorder, endocrine disorder, facial paralysis, fallopian tube disorder, fatigue, gastrointestinal disorder, hypersensitivity, hypersomnia, insomnia, lung disorder, menorrhagia, metabolic myopathy, migraine, mineral deficiency, monoplegia, muscular weakness, myalgia, neoplasm malignant, nervous system disorder, palpitations, paralysis, pelvic pain, perforation, pharyngeal disorder, presyncope, pruritus, rash pruritic, respiratory disorder, sleep disorder, speech disorder, surgical procedure repeated, syncope, tachycardia, urinary tract infection, uterine disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: many women experienced pain and suffering. 860 of them are directly concerned by this problem. In lefigaro, another patient (see linked case (B)(4)) stated she was stunned to see, in the petition collecting 45,000 signatures, that women described the same symptoms as she. Multiple publications from resist group in laypress were found, events in an unspecified number of women were considered related to essure. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts: 1 - uterine perforation: n° 1191 (excluding this case). 2 - perforation: n° 690 (excluding this case). 3 - device breakage: n° 2394 (excluding this case). 4 - device dislocation: n° 3394 (excluding this case). 5 - pelvic pain: n° 11007 (excluding this case). 6 - surgical procedure repeated: n° 0 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the other or non-health professional is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from resist association found in laypress ((B)(6)). New events mentioned included anxiety, chronic fatigue, insomnia, weight gain and minerals deficiency. No other new medical informastion provided. (Previously reported events mentioned also: endocrinal -, cardiac -, respiratory -, gastrointestinal -, and dermatologic disorders, chronic fatigue) incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), perforation ("perforation of organs"), device breakage ("coils breakage"), device dislocation ("migration of the coils in the body"), pelvic pain ("pain/ incapacitating pain/ pelvic pain (same symptom as other patient)"), surgical procedure repeated ("second intervention required"), neoplasm malignant ("cancers"), cerebrovascular accident ("women who explained having had strokes"), facial paralysis ("women who explained having had paralysis of face"), fatigue ("unusual abnormal, disabling and crushing fatigue (same symptom as patient i.e)/ chronic fatigue"), paralysis ("women who explained having had paralysis") and monoplegia ("same symptoms as other patient (monoplegia)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "protocols were not always followed by the doctors, by the gynecologists and by the surgeons". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), fatigue (seriousness criterion disability), paralysis (seriousness criterion medically significant), monoplegia (seriousness criterion medically significant), depression ("depression"), abdominal pain ("abdominal pain"), myalgia ("muscle pain (same symptom as patient i.e)"), arthralgia ("joint pain"), adverse reaction ("serious side effects, a resist study conducted among its members showed that for 99.5% of them, adverse effects disappeared (association estimated 10% of patients suffer side effects related to essure device)"), headache ("cephalalgia / helmet headaches"), menorrhagia ("haemorrhagic menstrual bleeding"), palpitations ("palpitations"), back pain ("back pain (same symptom as patient i.e)"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), nervous system disorder ("neurological disorders"), muscular weakness ("muscle weakness"), hypersensitivity ("allergic reactions"), lung disorder ("lung problems"), speech disorder ("speech problems"), visual impairment ("visual problems"), amnesia ("memory losses"), complication of device insertion ("insertion events"), endocrine disorder ("endocrinological symptoms"), gastrointestinal disorder ("gastroenterological symptoms"), allergy to metals ("same symptoms as other patient (allergy to metals)"), pruritus ("same symptoms as other patient (pruritus)"), metabolic myopathy ("same symptoms as patient i.e (metabolic myopathy)"), urinary tract infection ("same symptoms as other patient (urinary tract infection)"), dysmenorrhoea ("same symptoms as other patient (dysmenorrhea)"), syncope ("same symptoms as other patient (syncope)"), presyncope ("same symptoms as other patient (presyncope)"), tachycardia ("same symptoms as other patient (tachycardia)"), bronchitis ("same symptoms as other patient (bronchitis)"), respiratory disorder ("same symptoms as other patient (respiratory disorder)"), asthma ("same symptoms as other patient (asthma)"), migraine ("same symptoms as other patient (migraine)"), hypersomnia ("same symptoms as other patient (hypersomnia)"), fallopian tube disorder ("tubal complications"), uterine disorder ("uterine complications"), disturbance in attention ("problem concentrating"), rash pruritic ("skin problems such as rashes or itchy plaques"), sleep disorder ("sleep distrubances"), weight increased ("weight gain"), mineral deficiency ("minerals deficiency"), anxiety ("anxiety"), insomnia ("insomnia"), musculoskeletal disorder ("musculoskeletal disorders"), tendonitis ("tendonitis"), dizziness ("dizziness"), memory impairment ("memory disorders"), allodynia ("allodynia") and skin disorder ("cutaneous problems"). The patient was treated with surgery (women who had the device removed). Essure was removed. At the time of the report, the uterine perforation, perforation, device breakage, device dislocation, pelvic pain, surgical procedure repeated, neoplasm malignant, cerebrovascular accident, facial paralysis, fatigue, paralysis, monoplegia, depression, abdominal pain, myalgia, arthralgia, adverse reaction, headache, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder, gastrointestinal disorder, allergy to metals, pruritus, metabolic myopathy, urinary tract infection, dysmenorrhoea, syncope, presyncope, tachycardia, bronchitis, respiratory disorder, asthma, migraine, hypersomnia, fallopian tube disorder, uterine disorder, disturbance in attention, rash pruritic, sleep disorder, weight increased, mineral deficiency, anxiety, insomnia, musculoskeletal disorder, tendonitis, dizziness, memory impairment, allodynia and skin disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, adverse reaction, device breakage, device dislocation and headache with essure. The reporter considered allergy to metals, allodynia, amnesia, anxiety, arthralgia, asthma, back pain, bronchitis, cerebrovascular accident, complication of device insertion, depression, disturbance in attention, dizziness, dysmenorrhoea, ear disorder, endocrine disorder, facial paralysis, fallopian tube disorder, fatigue, gastrointestinal disorder, hypersensitivity, hypersomnia, insomnia, lung disorder, memory impairment, menorrhagia, metabolic myopathy, migraine, mineral deficiency, monoplegia, muscular weakness, musculoskeletal disorder, myalgia, neoplasm malignant, nervous system disorder, palpitations, paralysis, pelvic pain, perforation, pharyngeal disorder, presyncope, pruritus, rash pruritic, respiratory disorder, skin disorder, sleep disorder, speech disorder, surgical procedure repeated, syncope, tachycardia, tendonitis, urinary tract infection, uterine disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: many women experienced pain and suffering. 860 of them are directly concerned by this problem. In lefigaro, another patient (see linked case (B)(4)) stated she was stunned to see, in the petition collecting 45,000 signatures, that women described the same symptoms as she. Multiple publications from resist group in laypress were found, events in an unspecified number of women were considered related to essure. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: 1 - uterine perforation: n° 1369 (excluding this case). 2 - perforation: n° 681 (excluding this case). 3 - device breakage: n° 2588 (excluding this case). 4 - device dislocation: n° 3556 (excluding this case). 5 - pelvic pain: n° 11523 (excluding this case). 6 - surgical procedure repeated: n° 0 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other, non-health professional or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-jun-2018: added reporters and case became medically confirmed. Added new events : musculoskeletal disorder , tendonitis,dizziness, memory impairment , allodynia and skin disorder. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus perforation"), perforation ("perforation of organs"), pelvic pain ("pain/ incapacitating pain/ pelvic pain (same symptom as other patient)"), neoplasm malignant ("cancers"), cerebrovascular accident ("women who explained having had strokes"), facial paralysis ("women who explained having had paralysis of face"), fatigue ("unusual abnormal, disabling and crushing fatigue (same symptom as patient i.e)"), paralysis ("women who explained having had paralysis") and monoplegia ("same symptoms as other patient (monoplegia)") in an unknown number of female patients who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "protocols were not always followed by the doctors, by the gynecologists and by the surgeons". On an unknown date, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), neoplasm malignant (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), fatigue (seriousness criterion disability), paralysis (seriousness criterion medically significant), monoplegia (seriousness criterion medically significant), depression, abdominal pain, myalgia ("muscle pain (same symptom as patient i.e)"), arthralgia ("joint pain"), adverse reaction ("serious side effects, a resist study conducted among its members showed that for 99.5% of them, adverse effects disappeared (association estimated 10% of patients suffer side effects related to essure device)"), headache ("cephalalgia"), menorrhagia ("haemorrhagic menstrual bleeding"), palpitations, back pain ("back pain (same symptom as patient i.e)"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), nervous system disorder ("neurological disorders"), muscular weakness ("muscle weakness"), hypersensitivity ("allergic reactions"), lung disorder ("lung problems"), speech disorder ("speech problems"), visual impairment ("visual problems"), amnesia ("memory losses"), complication of device insertion ("insertion events"), endocrine disorder ("endocrinological symptoms"), gastrointestinal disorder ("gastroenterological symptoms"), allergy to metals ("same symptoms as other patient (allergy to metals)"), pruritus ("same symptoms as other patient (pruritus)"), metabolic myopathy ("same symptoms as patient i.e (metabolic myopathy)"), urinary tract infection ("same symptoms as other patient (urinary tract infection)"), dysmenorrhoea ("same symptoms as other patient (dysmenorrhea)"), syncope ("same symptoms as other patient (syncope)"), presyncope ("same symptoms as other patient (presyncope)"), tachycardia ("same symptoms as other patient (tachycardia)"), bronchitis ("same symptoms as other patient (bronchitis)"), respiratory disorder ("same symptoms as other patient (respiratory disorder)"), asthma ("same symptoms as other patient (asthma)"), migraine ("same symptoms as other patient (migraine)") and hypersomnia ("same symptoms as other patient (hypersomnia)"). The patient was treated with surgery (women who had the device removed) and surgery (woman had the inserts removed). Essure was withdrawn. At the time of the report, the uterine perforation, perforation, pelvic pain, neoplasm malignant, cerebrovascular accident, facial paralysis, fatigue, paralysis, monoplegia, depression, abdominal pain, myalgia, arthralgia, adverse reaction, headache, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder, gastrointestinal disorder, allergy to metals, pruritus, metabolic myopathy, urinary tract infection, dysmenorrhoea, syncope, presyncope, tachycardia, bronchitis, respiratory disorder, asthma, migraine and hypersomnia outcome was unknown. The reporter considered uterine perforation, perforation, pelvic pain, neoplasm malignant, cerebrovascular accident, facial paralysis, fatigue, paralysis, monoplegia, depression, myalgia, arthralgia, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder, gastrointestinal disorder, allergy to metals, pruritus, metabolic myopathy, urinary tract infection, dysmenorrhoea, syncope, presyncope, tachycardia, bronchitis, respiratory disorder, asthma, migraine and hypersomnia to be related to essure. The reporter provided no causality assessment for abdominal pain, adverse reaction and headache with essure. The reporter commented: many women experienced pain and suffering. 860 of them are directly concerned by this problem. In (B)(6), another patient (see linked case (B)(6)) stated she was stunned to see, in the petition collecting 45,000 signatures, that women described the same symptoms as she. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3082 cases. Uterine perforation. The analysis in the global safety database revealed 522 cases. Perforation. The analysis in the global safety database revealed 33 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: in (B)(6), another patient (see related case (B)(6)) said she was stunned to see in the petition collecting 45,000 signatures, that women described the same symptoms as she (her symptoms additionally to here previously reported events (pelvic and back pain, fatigue, myalgia) included: allergy to metals, dysmenorrhoea, metabolic myopathy, urinary tract infection, monoplegia, syncope, bronchitis, tachycardia, respiratory disorder, asthma, hypersomnia, presyncope, migraine, and pruritus). Follow-up received on 11-jul-2017: the events tubal complications, uterine complications, skin problems such as rashes or itchy plaques, problem concentrating and sleep disturbances were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus perforation"), perforation ("perforation of organs"), pelvic pain ("pain/ incapacitating pain/ pelvic pain (same symptom as other patient)"), neoplasm malignant ("cancers"), cerebrovascular accident ("women who explained having had strokes"), facial paralysis ("women who explained having had paralysis of face"), fatigue ("unusual abnormal, disabling and crushing fatigue (same symptom as patient i.e)"), paralysis ("women who explained having had paralysis") and monoplegia ("same symptoms as other patient (monoplegia)") in an unknown number of female patients who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "protocols were not always followed by the doctors, by the gynecologists and by the surgeons". On an unknown date, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), neoplasm malignant (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), facial paralysis (seriousness criterion medically significant), fatigue (seriousness criterion disability), paralysis (seriousness criterion medically significant), monoplegia (seriousness criterion medically significant), depression ("depression"), abdominal pain ("abdominal pain"), myalgia ("muscle pain (same symptom as patient i.e)"), arthralgia ("joint pain"), adverse reaction ("serious side effects, a resist study conducted among its members showed that for 99.5% of them, adverse effects disappeared (association estimated 10% of patients suffer side effects related to essure device)"), headache ("cephalalgia"), menorrhagia ("haemorrhagic menstrual bleeding"), palpitations ("palpitations"), back pain ("back pain (same symptom as patient i.e)"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), nervous system disorder ("neurological disorders"), muscular weakness ("muscle weakness"), hypersensitivity ("allergic reactions"), lung disorder ("lung problems"), speech disorder ("speech problems"), visual impairment ("visual problems"), amnesia ("memory losses"), complication of device insertion ("insertion events"), endocrine disorder ("endocrinological symptoms"), gastrointestinal disorder ("gastroenterological symptoms"), allergy to metals ("same symptoms as other patient (allergy to metals)"), pruritus ("same symptoms as other patient (pruritus)"), metabolic myopathy ("same symptoms as patient i.e (metabolic myopathy)"), urinary tract infection ("same symptoms as other patient (urinary tract infection)"), dysmenorrhoea ("same symptoms as other patient (dysmenorrhea)"), syncope ("same symptoms as other patient (syncope)"), presyncope ("same symptoms as other patient (presyncope)"), tachycardia ("same symptoms as other patient (tachycardia)"), bronchitis ("same symptoms as other patient (bronchitis)"), respiratory disorder ("same symptoms as other patient (respiratory disorder)"), asthma ("same symptoms as other patient (asthma)"), migraine ("same symptoms as other patient (migraine)") and hypersomnia ("same symptoms as other patient (hypersomnia)"). The patient was treated with surgery (women who had the device removed) and surgery (woman had the inserts removed). Essure was withdrawn. At the time of the report, the uterine perforation, perforation, pelvic pain, neoplasm malignant, cerebrovascular accident, facial paralysis, fatigue, paralysis, monoplegia, depression, abdominal pain, myalgia, arthralgia, adverse reaction, headache, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder, gastrointestinal disorder, allergy to metals, pruritus, metabolic myopathy, urinary tract infection, dysmenorrhoea, syncope, presyncope, tachycardia, bronchitis, respiratory disorder, asthma, migraine and hypersomnia outcome was unknown. The reporter considered uterine perforation, perforation, pelvic pain, neoplasm malignant, cerebrovascular accident, facial paralysis, fatigue, paralysis, monoplegia, depression, myalgia, arthralgia, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder, gastrointestinal disorder, allergy to metals, pruritus, metabolic myopathy, urinary tract infection, dysmenorrhoea, syncope, presyncope, tachycardia, bronchitis, respiratory disorder, asthma, migraine and hypersomnia to be related to essure. The reporter provided no causality assessment for abdominal pain, adverse reaction and headache with essure. The reporter commented: many women experienced pain and suffering. 860 of them are directly concerned by this problem. In lefigaro, another patient (see linked case (B)(4)) stated she was stunned to see, in the petition collecting 45,000 signatures, that women described the same symptoms as she. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-dec-2017 for the following meddra pts: uterine perforation: n° 845 (excluding this case). Perforation: n° 644 (excluding this case). Device breakage: n° 2070 (excluding this case). Device dislocation: n° 2756 (excluding this case). Pelvic pain: n° 8818 cases (excluding this case). Surgical procedure repeated: n° 0 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 13-mar-2017: in le figaro, another patient (see related case (B)(4)) said she was stunned to see in the petition collecting 45,000 signatures, that women described the same symptoms as she (her symptoms additionally to here previously reported events (pelvic and back pain, fatigue, myalgia) included: allergy to metals, dysmenorrhoea, metabolic myopathy, urinary tract infection, monoplegia, syncope, bronchitis, tachycardia, respiratory disorder, asthma, hypersomnia, presyncope, migraine, and pruritus). Follow-up received on 11-jul-2017: the events tubal complications, uterine complications, skin problems such as rashes or itchy plaques, problem concentrating and sleep distrubances were added. Follow-up information received on 02-dec-2017: events were added: coils breakage and migration of the coils in the body, second intervention required. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus perforation"), perforation ("perforation of organs"), neoplasm malignant ("cancers"), cerebrovascular accident ("women who explained having had strokes"), paralysis ("women who explained having had paralysis") and fatigue ("unusual abnormal, disabling and crushing fatigue") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), perforation (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), paralysis (seriousness criterion medically significant), fatigue (seriousness criterion disability), pelvic pain ("pain/ incapacitating pain/ pelvic pain"), depression ("depression"), abdominal pain ("abdominal pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), adverse reaction ("serious side effects"), headache ("cephalalgia"), menorrhagia ("haemorrhagic menstrual bleeding"), palpitations ("palpitations"), back pain ("back pain"), ear disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), nervous system disorder ("neurological disorders"), muscular weakness ("muscle weakness"), hypersensitivity ("allergic reactions"), lung disorder ("lung problems"), speech disorder ("speech problems"), visual impairment ("visual problems"), amnesia ("memory losses"), complication of device insertion ("insertion events"), endocrine disorder ("endocrinological symptoms"), gastrointestinal disorder ("gastroenterological symptoms") and adverse event ("a resist study conducted among its members showed that for 99.5% of them, adverse effects disappeared"). The patient was treated with surgery (women who had the device removed). Essure was withdrawn. At the time of the report, the uterine perforation, perforation, neoplasm malignant, cerebrovascular accident, paralysis, fatigue, pelvic pain, depression, abdominal pain, myalgia, arthralgia, adverse reaction, headache, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder and gastrointestinal disorder outcome was unknown and the adverse event had resolved. The reporter considered uterine perforation, perforation, neoplasm malignant, cerebrovascular accident, paralysis, fatigue, pelvic pain, depression, myalgia, arthralgia, menorrhagia, palpitations, back pain, ear disorder, pharyngeal disorder, nervous system disorder, muscular weakness, hypersensitivity, lung disorder, speech disorder, visual impairment, amnesia, complication of device insertion, endocrine disorder, gastrointestinal disorder and adverse event to be related to essure. The reporter provided no causality assessment for abdominal pain, adverse reaction and headache with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: -uterine perforation: the analysis in the global safety database revealed 413 cases - perforation: the analysis in the global safety database revealed 40 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to unknown number of patients who had essure (fallopian tube occlusion insert) inserted and experienced uterus perforation, perforation of organs, cancers, unusual abnormal, disabling and crushing fatigue, women who explained having had strokes and women who explained having had paralysis. An unknown number of women had the device removed. Uterus perforation is an anticipated event in the reference safety information for essure, the remaining events (including perforation of organs) are unanticipated. Uterus perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In this particular case, the exact time point and mechanism of these perforations are unknown. However, based on the nature of this event, causality with essure cannot be excluded. This case was reported with very limited information. Reporter did not specify which organs were perforated other than the uterus (if any) or the mechanism and circumstances of the event. Despite the limited information, given the nature of the event perforation of organs, causality with essure cannot be excluded. Cancer is not a single disease; it may affect different tissues in which the cells lose their ability to differentiate and lack the normal controls of growth. In this case, the exact cancer site and temporal relationship with essure insertion was unknown. Considering the pathophysiology of cancer, essure local effect and safety profile, causality was excluded. With regards to the other events, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident due to serious injury reported, and as device removal was performed in some women. A product quality defect could not be confirmed, but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information cannot be obtained from the reporter.